Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and triggered 319 error pointing towards rolling loop. During visual inspection, noticed that the rolling loop assembly was broken. After repair, the unit passed direction test, carriage lissajous, sensor check, sine cycle, friction tests, brake tests, carriage switches, fan test and fiber test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, error 26002 occurred. The user rebooted the system, and then errors 32114 and 319 occurred. Error 319 pointed universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed that the arm could be disabled and the system could be used without it. The user will continue the surgery with usm 2 disabled. The procedure was completed as planned with no reported injury.